Event description:
Information was received indicating that at the end of therapy, it was noted that a smiths medical cadd solis vip pump was under infusing. The reporter indicated that total volume in the pump was 184 ml, rate was 4ml/s and 30-40% of infusion was left in the pump, and the pump said that 13 ml was left. Subsequently, the patient received remainder of infusion from a new pump. No patient consequences were reported. No adverse effects were reported.